Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was no re-operation, etc. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the obturator, inflation syringe, insufflation bulb and trocar balloon were not received. Pmv could not perform functional testing due to the broken balloon. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Based on the evidence available the reported condition was confirmed. Replication of the disengaged valve seal may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon on the trocar burst while in a patient. No one was using or touching the device. A piece of balloon was removed from inside the patient. There was no effect/injury to the patient.